Manufacturer narrative:
He reported field event of the stylet of the left ventricular lead failing to disconnect was confirmed in the laboratory. A complete lead was returned in one piece. Analysis revealed the stylet stuck inside the lead and the cause of the reported event was isolated to bunching of the stripped stylet ptfe coating and inner coil consistent with procedural damage. A review of the device history record (DHR) confirmed that no issues were identified related to this reported event. Abbott is continuing to monitor this issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented during an implant procedure, the stylet of the left ventricular lead failed to disconnect. Upon multiple methods to remove the stylet, the physician decided to remove the lead entirely and implanted a new lead. The patient was stable after the procedure.